Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis manifested by cloudy pd effluent. The cause of peritonitis was unknown. The patient was hospitalized for 18 days due to the event. It was not reported if the patient received treatment for the event. On an unreported date, the patient recovered from the peritonitis. Pd therapy is ongoing. No additional information is available.